Manufacturer narrative:
It was reported the patient recovered from the peritonitis event prior to death; therefore, based on additional information received, the unknown disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with meropenem injection (1gm, intraperitoneal, night dwell) and ceftizoxime injection (1gm, once daily). Patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced sepsis and subsequently passed away at home (on an unknown date). The cause of death was reported as due to sepsis. It was unknown if an autopsy was performed. It was reported that the patient has recovered from peritonitis (32 days after peritonitis onset) prior to the time of death. Action taken with pd therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.